Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the cannula deployed early, indicating a failure of the needle mechanism. The pod was not worn and the blood glucose (bg) levels were unaffected.